Event description:
It was reported that the patient underwent an orif radius procedure and had a 2.7mm lcp plate, 5 locking screws and 2 cortex screws implanted. Post-op, patient experienced pain and x-rays revealed a non-union. On (B)(6) 2011, patient underwent revision surgery during which all hardware was explanted and a 3.5mm lcp plate and an unknown number of screws were implanted with bone graft. This is one of 9 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Approx 4-6 months ago, pt underwent an orif radius procedure and had a 2.7mm lcp plate, 5 locking screws and 2 cortex screws implanted. Post-op, pt experienced pain and x-rays revealed a non-union. On (B)(6) 2011, pt underwent revision surgery during which all hardware was explanted and a 3.5mm lcp plate and an unk number of screws was implanted. This is 5 of 8 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis.